Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for polarity switch due to rising thresholds and impedance in (B)(6) 2016. Now, high impedance and no capture are noted. The lead remains in use. No patient complications have been reported as a result of this event.